Manufacturer narrative:
The monitor was returned for evaluation. Unit is under investigation for the reported malfunction.

Event description:
A us distributor returned a monitor and reported displaying a service code indicating a potential device malfunction. In addition, the response buttons were found to be non-functional.